Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 at around 2:00am, the patient inserted a new sensor. Later, around 6:00pm, the cgm reading dropped to 67 mg/dl and the patient passed out. Prior to passing out, the patient stated he experienced shortness of breath and confusion and did not check a bg finger stick. At around 10:00pm, the patient woke up and checked his cgm and it was still reading 67 mg/dl. He ate food and his cgm reading went up to 294 mg/dl. He checked his bg reading and it was 180 mg/dl. And began to self-treat with insulin. After treatment, the cgm reading started to decrease. The patient did not take any medication or consult a doctor. He calibrated his sensor and the cgm was around 212 mg/dl while the bg was 190 mg/dl. At the time of the report, the patient stated the cgm was 174 mg/dl which was within range according to his bg meter after calibration and he was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.